Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3920 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when carrying out catheter placement, the operator found that the proximal end of the microintroducer sheath was ruptured. Opened a new kit for use.